Event description:
It was reported that charging port was loose, pump did not hold charge properly, and patient needed to charge pump every day or every other day. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support assistance, and no additional information was received regarding further actions or outcome.